Manufacturer narrative:
H3: product analysis found visually, the tip/spiral wrap was overextended past the distal end of the outer tube by 0.47 inches. In addition, the proximal end of the spiral wrap broke 3.46 inches from the distal end of the inner hub. The outside diameter of the outer tube, tip, and outer hub had biological contaminants. There were striations on the proximal outside diameter of the inner shaft. Functionally, for additional analysis, the middle assembly spun freely by hand with no binding, but due to the broken spiral wrap, functional testing could not be performed on the inner assembly. H9: this report is being submitted as part of remediation activities associated with CAPA # 624392, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported that intra op during surgery, the tip of the blade broke off while using on the patient. There were no fragments/pieces detached from the broken device. No parts remained in the patient and there was no patient impact. Surgery completed with back up product.